Manufacturer narrative:
Per the clinic, the patient experienced skin breakdown associated with local inflammation, purulent crusts and pain on palpation. It was also reported that the electrode migrated out of cochlea. Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection and extrusion of the receiver/stimulator (specific date not reported). The device was explanted on (B)(6) 2025, and it is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.